Event description:
It was reported that 4 patients sustained second degree burns after hair removal treatment.

Event description:
It was reported that 4 patients sustained second degree burns after hair removal treatment.

Event description:
It was reported that 4 patients sustained second degree burns after hair removal treatment.

Event description:
It was reported that 4 patients sustained second degree burns after hair removal treatment.

Manufacturer narrative:
A lumenis technical specialist found that the subject device was within allowable operating and functional tolerances. No related device malfunction was observed. Lumenis medical staff evaluated the reported settings and determined aggressive settings to be the probable root cause of the reported events.

Manufacturer narrative:
A lumenis technical specialist found that the subject device was within allowable operating and functional tolerances. No related device malfunction was observed. Lumenis medical staff evaluated the reported settings and determined aggressive settings to be the probable root cause of the reported events.

Manufacturer narrative:
A lumenis technical specialist found that the subject device was within allowable operating and functional tolerances. No related device malfunction was observed. Lumenis medical staff evaluated the reported settings and determined aggressive settings to be the probable root cause of the reported events.

Manufacturer narrative:
A lumenis technical specialist found that the subject device was within allowable operating and functional tolerances. No related device malfunction was observed. Lumenis medical staff evaluated the reported settings and determined aggressive settings to be the probable root cause of the reported events.